Event description:
Related to MFR report # 2183959-2012-03368. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate. (B)(4).